Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and and had high blood glucose level. Customer blood glucose level was time of incident was 22 mmol/l. Customer current blood glucose level was 11.4 mmol/l. The customer alleged insulin pump was under delivering because of they kept getting high blood glucose level. The customer was treated with insulin needles. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. Customer stated that infusion set had bent cannula. The device will not be returned for analysis